Event description:
It was reported the pt is no longer receiving effective coverage. Reprogramming to provide resolution was unsuccessful per the pt receiving stimulation in unintended areas. An impedance check revealed no anomalies. As a result, the pt will meet with his physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.